Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch have been cutting the patient's mouth. Each set has been smoothed and replacement aligners were ordered.

Manufacturer narrative:
Investigation results: we reviewed the DHR for so-sr04574636 / patient ID# (B)(6) / practice ID# 10254, qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the second shift in a bag-and-box operation on (B)(6) 2024, manufacturing supercell sc0, equipment bag-5. The sales order was inspected and met with the acceptance criteria provided by qa. Other: photo investigation: the evidence provided by the customer shows a set of aligners (upper and lower). The provided evidence does not show the issue of the alleged event. The evidence does not clearly show the traceability information (serial number, stage number, or patient ID). Failure mode - sharp edges. Root cause - no defect during the manufacturing process. Conclusion code - no failure found.